Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, cubie failure. Cubie latch appeared to be defective. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie did not open during a medication issue. A technical support specialist (tss) dialed in and asked the user to knock on the latch area with a knuckle and hit retry. The tss instructed the user to tap under the drawer of the cubie and then asked them to press down on the center of the lid and hit retry. Unfortunately, none of these attempts were successful. The tss informed the user that the cubie needed to be returned to the pharmacy using a destock label and replaced with a new fill. The system functioned as intended after the technical support specialist investigated the device.